Manufacturer narrative:
H3 - evaluation of the returned charger cover found a missing/ broken screw from the bottom of the cover to secure the cover to the system. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: information references the main component of the system. Other relevant device(s) are: product ID: bi71000176, serial/lot #: (B)(4) ubd: , UDI#: ; product ID: bi71000149, serial/lot #: (B)(4) ubd: , UDI#:. A manufacturer representative went to the site to test the system. Testing found motion not booting, and power enclosure power cycling. Replaced power enclosure. Motion booted, all motions functional except drive. Troubleshooting determined the digital drive board was bad. The digital drive board was replaced. The threaded nut that is attached to the right side cover had broken off. Installed new right side generator cover, power tray, and power conversion. Reloaded firmware. The system was then fully functional. Testing of the returned power conversion enclosure revealed transistors q1, q3, q14 and q28 failed, they were found to be shorted. The right generator cover was returned, but analysis was not complete at the time of this report. A follow up report will be sent when analysis is complete. H6 - evaluation codes b01, c02, and d02 are associated with the system and power conversion enclosure. Evaluation codes b01, c21, and d16 are associated with the right generator cover. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the top bar on the ias will not go ready. They were driving it over a hill and the whole system shook a lot and than it would not go green. She was moving the system down an incline and she hit a couple bumps, then stopped moving the system and let go of the drive handle. The system kept moving forward some so she grabbed the system trying to stop it. She possibly bumped the drive wheel clutch level. After troubleshooting the issue still persists. She is unable to move the ias. There was no patient involved.